Event description:
It was reported that the patient visited the emergency room (ER) due to low blood glucose (bg) levels of 3.8 mmol/l (68.4 mg/dl) while wearing the pod on the arm between 36 and 48 hours. At the hospital, the patient was administered fluids.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.